Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR report number: 1627487-2019-00099, reference MFR report number: 1627487-2019-00099. It was reported that the patient has high impedances on lead contacts. Reprogramming did not resolve the impedance issue. Surgery may be pending to address this issue.

Event description:
Device 1 of 3. Reference MFR. Report number: 1627487-2019-00099.